Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable had exposed wires. Additionally, the wall adapter would not charge the pump. Customer's blood glucose level was 228 mg/dl. Reportedly, an alternate cable and wall adapter was sent to the customer to address the issue.